Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08229. It was reported the pt was having pocket heating while recharging. A replacement charger was sent to the pt and the f/u info received the charger resolved the issue. In addition, the pt was having pain at the ipg (implantable pulse generator) site when he was walking. No further info was available on this issue at this time. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.